Event description:
Reporter alleged being unable to read the test strips information that is used with the blood glucose monitoring device. Reporter stated the date, lot number, & catalog number were rubbed off of alleged device. Reporter indicated no actions were taken and no treatment was received as a result of alleged report. A request was made for the return of the suspect product and replacement product was sent.